Event description:
Routine pre-wetting of medtronic el404 reservoirs, lot#s 232310699 with plasmalyte-a and heparin is routinely performed by perfusionist prior to cardiopulmonary bypass surgery. This process on [redacted] revealed an unexpected cloudy solution in the reservoir. 2nd perfusionist asked to view the reservoir contents. Or staff notified. Reservoir removed and replaced with another medtronic el404 reservoir of the same lot number, 232310699. New reservoir was pre-wet with plasma-lyte a and heparin with no visual cloudiness. (This reservoir was used during the surgery). So, then this clear reservoir solution was poured into a second medtronic el404 reservoir, and the clear solution became cloudy. This clear to cloudy change would indicate contaminant in the reservoir and not the solution itself. 2nd perfusionist again asked to view cloudy solution. The second reservoir with cloudy fluid, and associated contact tubing, was removed and sequestered. The second reservoir was replaced with a livanova reservoir. Both the existing medtronic and new livanova reservoirs were re-wet without incident and patient procedure proceeded as scheduled, also without incident. Both reservoirs containing cloudy solutions were saved/sequestered.